Manufacturer narrative:
Investigation: visual inspection: during the visual inspection visible cut and crack markscould be determined on the ruptured area of the catheter. Summary of the investigation results: based on our examination results, visible cut and crack marks can be determined on the parts of the catheter. The cut marks indicate a damage by the user before or during tunneling. How the aforementioned damage occurred is not clear at the time of the examination. A damage before shipment can be excluded, because all products with catheters are subjected to a tensile test. This test is documented in the quality test report and did not reveal any deviations. No further actions are required as a result of the complaint.

Event description:
It war reported that a customer attempted to place the product (#fx433t) in surgery, the catheter broke. When placing the shunt, the tunneler was passed subcutaneously into the abdomen and the shunt system was then advanced into the outer tube. The tunneler was pulled out from the distal part of the abdomen. An attempt was made to push the valve subcutaneously by pulling the tube protruding from the distal part of the abdomen, but the tube broke. The length of the opposite side of the product was sufficient, so it was placed in the patient as is. No patient complications were reported. The ruptured part of catheter was returned for examination to the manufacturer.